Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received two no delivery alarms in the past month. His blood glucose level was not reported. The tubing got caught underneath the adhesive when he put it on. The product was not returned. Nothing further to report.